Event description:
It was reported the patient had received inappropriate antitachycardia pacing and shock therapies for atrial arrhythmias with right ventricular conduction. The physician discussed disabling the tachy therapies due to her age and quality of life. No further information is available.

Event description:
New information received states the high voltage therapies was turned off as a concern to her age. The patient condition was well before and after the procedure.